Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the etched spindle housing and driveshaft was identified as the probably cause of the overheating reported by the customer.